Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is losing water.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d8; d9; g1; g3; g6; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields: e1 event site email, initial reporter name. A getinge field service engineer (fse) evaluated the unit and replaced helium bottle pressure reducing system (0103-00-0637), tubing assy (0004-00-0103-02), hi press xdcr (0682-00-0092-01) and bushing, regulator (0358-00-0069) due to leak. All functional testing performed. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective helium bottle pressure reducing system. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
It was reported by getinge field service engineer (fse), that the cardiosave intra-aortic balloon pump (iabp) had a helium leak when changing helium bottle. There was no patient involved.